Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 15 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05110-1/05111-1 and 06045).

Event description:
It was reported that patient underwent a left elbow arthroplasty procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a loose humeral component, pain and possible infection. The humeral body, humeral stem and condyle kit were removed and replaced with cement spacers.